Event description:
Related manufacturer reference number: 2017865-2022-04199. It was reported that the patient's left ventricular lead was dislodged and exhibited loss of capture on after being implanted on (B)(6) 2022. It was explanted the same day and then a new lead was attempted to be implanted on (B)(6) 2022, although this failed due to patient anatomy. The patient was stable post procedure.

Manufacturer narrative:
The lead was returned due to dislodgment and failure to capture. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies with the exception of damage consistent with occurring at time of procedure. The reported event of failure to capture was not confirmed. Electrical testing performed on the lead did not find conductor fractures or internal shorts. The s-curve hump height was measured within specification.